Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Mother reported, the power has occasionally cut-off on the infusion device, and the battery has to be changed every week. On one occasion, the infusion device failed to provide a w2 battery low warning before the e2 battery empty error. Mother reported, the pt is active and spends a lot of time outside where the temperature is very low. Mother also reported, the infusion device will not transfer data to the computer. The hospital has tried multiple devices to transfer the data, but this has not been successful. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. No malfunction of the pump could be observed. Always a w2 (battery low) before e2 (battery depleted). Transfer data to smart pix works. No high power consumption. The problem mentioned by the customer could not be reproduced.